Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system door would not open after images had been taken of a patient. The gantry would not respond to the gantry movement buttons on the pendent. After waiting approximately 2 minutes the gantry started to move when the buttons were pressed on the pendant. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Medtronic software team investigated the system log files which did not show an occurrence of a failed door close error. The error is usually hardware related due to alignment of the door switches. This error does not prevent motion on other axes and motion on the door axes would be restored on the next door open or door close push button press. There are no other log entries that would show the motion of the gantry being lost for 2 minutes and then restored. Available information is insufficient to determine the probable root cause.